Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a surgeon performed a laparoscopic incisional hernia procedure on (B)(6) 2017 and topical skin adhesive was used on the patient. During the procedure, a piece of glass from the cracked vial perforated the plastic on the product and then the surgeon's glove and skin. No intervention was required for the surgeon. The surgeon washed his hands and re-gloved to finish the procedure. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
Corrected information: conclusion code.

Manufacturer narrative:
This medwatch report is in response to receipt of a voluntary medwatch report (B)(4). The surgeon squeezed the topical skin adhesive to activate it and a piece of the glass vial broke through the rubber part and stuck through his gloves into his right middle finger. Additional information was requested and the following was obtained: please provide update to surgeon current condition. Has there been any medical interventions performed? ¿ no. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. This event is not manufacturing related; external cause. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿